Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.